Event description:
It was reported the pump was explanted due to battery depletion, and was replaced. The pump was used to deliver lioresal. No patient symptoms were reported.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.